Manufacturer narrative:
Sus reports received from FDA on 21feb2017: sus# mw5067751, a1059 mayfield with event date (B)(6) 2017. Sus# mw5067752, a1059 mayfield with event date (B)(6) 2017. Both reports had the same event description of: patient's head slipped from 3 point traction of mayfield and suffered a head laceration which required staples. Request for additional information and clarification was sent to customer but to date, no new information has been received.

Manufacturer narrative:
Additional information received from customer on 05apr2017: the patient underwent a chiari sub occipital craniotomy for a chiari malformation. The surgery was not performed with a stereotaxy device. Disposable integra adult size skull pins (a1072) were used. Lot number was unknown. The skull pins are not available to be returned for evaluation. As per surgeon, 60 pounds of pressure was applied on the skull clamp. The patient was positioned prone and was not repositioned during the surgery. The mayfield 3 point fixation device slipped during the case. The patient incurred a 6 inch laceration on the side of the head. It is unknown if the device will be returned to integra for evaluation; risk management director at the user facility has yet to decide.

Manufacturer narrative:
Integra has completed their internal investigation on 03/08/2017 . The investigation included: a DHR review cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. This review will take place once either or has been provided. No manufacturing or design related trend has been identified. Conclusion: in summary - the device was not released for evaluation; therefore, the root cause to the end users experience could not be determined. Due to the nature of this reported failure, the mayfield patient positioning for success chart has been provided in the below link as a refresher tool.

Event description:
This is the second of 3 reports (similar products, similar product issue, different patients). There was slippage or movement of a skull clamp during the surgical procedure. Laceration reported. Additional information has been requested. Linked to mfg. Report numbers: 3004608878-2017-00051 and 3004608878-2017-00053.